Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the blood glucose reached 370 mg/dl while the pod was worn between 5 and 24 hours. The cannula did not deploy during the activation process.